Manufacturer narrative:
The complaint used in treatment was returned for investigation. A visual evaluation of the device was conducted, and it was concluded that the part is fractured through the proximal notch. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed 2 additional similar complaints reported for the same batch, and 1 additional similar complaint for the same product number over the past 12 months with similar a failure mode. Corrective actions has been previously initiated to reduce the occurrence of this issue. The reported batch was produced before the implementation of the corrective action. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. The root cause of the reported event remains undetermined. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from repeated resterilization, prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. Furthermore, the damage found in the visual inspection indicates that the device will not function as intended. Therefore, all reusable instruments must be routinely inspected for signs of wear and damage after reprocessing. Any instruments found to be damaged should be replaced as necessary to ensure their proper functioning and to maintain patient safety. This guidance is provided by smith & nephew orthopaedics ag (reference: lit. N°03389-en 1363 v3 11/19). The need for further actions is not indicated. Nevertheless, smith+nephew will continue to monitor this device for similar issues. The returned device will be discarded.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a thr surgery, the tip of a polarcup reducer part for impactor broke while being hammered during reduction. The procedure was resumed, without any delay, using a s+n back-up device. No injury was reported as a consequence of this issue.